Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of mitral regurgitation (mr), embolism, and foreign body in patient are listed in the IFU as known possible complications associated with mitraclip procedures. Based on available information, a cause for the complete clip detachment (ccd) could not be determined. The reported mr, embolism, and foreign body in patient appear to be cascading effects of the ccd. The reported hospitalization (required) or prolonged and additional therapy/non-surgical treatment are the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed for complete clip detachment and foreign body. It was reported that the mitraclip procedure was performed on (B)(6) 2019, treating mitral regurgitation (mr) with a grade of 4+. One clip was implanted without issue and the mr was reduced to grade 1+. On (B)(6) 2020, the patient had complaints of not feeling well, similar to pre-procedure. An echocardiogram was performed and it was noted that there was a complete clip detachment, with the clip embolizing to the aortic valve. The mr had increased to grade 4 and no additional intervention was performed at the time. On (B)(6) 2020, a previously planned transcatheter aortic valve replacement (tavr) procedure was performed. The device was placed so that it covered the detached clip. The patient reported that the symptoms improved post tavr procedure and no additional intervention was performed to treat the mr. No additional information was provided.